Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: pt reports dizziness in past few months. Monitoring showed inhibition and loss of capture resulting in 3-5 sec pauses. Both rv and lv are not capturing. Lead fracture is suspected. Should additional information be received this file will be updated.